Event description:
A customer reported that a patient sample resulted as negative with cell 1 (k+,k+) and positive (1+ and 2+) with cell 2 (k-,k+, e+,e-) of capture-r ready-screen (3) test wells when testing was performed on both the galileo and echo instruments.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the echo. Cells 1 and 3 of the antibody screening assay were visually negative, and cell 2 was visually positive as reported by the echo instrument. Results for the antibody identification panel were reviewed and cells 1, 8, 11 and 14 appeared visually positive as expected. All other cells were negative and visually appeared negative. Image result files for the galileo were also reviewed and all results appeared as reported by the instrument. The immucor product investigations lab confirmed the presence of the k antigen on retention capture-r ready-screen 3 (crrs3), lot r23. There was no additional patient sample available for further investigation. The customer's sample appears to contain anti-k instead of anti-e.